Manufacturer narrative:
Device not returned.

Event description:
It was reported that air bubbles were observed in the infusion set tubing. Reportedly, the pump supplies were changed to address the issue. The customer's blood glucose level was 427 mg/dl.